Manufacturer narrative:
Corrected b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Corrected information was received. The stroke occurred on the date of the valve implant procedure.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre-balloon aortic valvuloplasty (bav) was performed. There was difficult to pass the delivery catheter system (dcs) through the blood vessel and was "pressed hard." The vascular injury was located in the left subclavian (l-sc) vessel and the access site was the l-sc. Additionally, the initial valve (j112152) was recaptured twice due to poor expansion. The valve was recaptured, and the system was removed from the patient. A new valve (f257211) was loaded onto a new dcs and the femoral access was used. There was no advancement difficulty with the second dcs. This valve was successfully implanted. Vascular damage occurred of the l-sc, and was repaired by placement of an artificial blood vessel. Per the physician, the first dcs contributed to the vascular injury. One day following the valve implant, as the patient awoke, a cerebral infarction was reported without paralysis. An ischemic stroke was confirmed. Hemianopia (a loss of vision or blindness in half the visual field, to either the right or left side) was reported. It was later clarified left hemianopia was confirmed. The patient was scheduled for rehabilitation. Per the physician, initially the stroke was reported as likely related to the valve and dcs. It was unknown what the cause of the stroke was, but it was reported initially to be related to the valve recapture or balloon a ortic valvuloplasty (bav). Of note, the patient's highly calcified anatomy also reportedly contributed to the stroke. It was also later reported that stroke was unrelated to the valve but related to the procedure. The outcome was reported as recovering. No additional adverse patient effects were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: evolutfx-34, serial/lot #: f257211, ubd: 09-feb-2025, UDI#: (B)(4) product ID l-evolutfx; product lot/serial number unknown; product type: compression loading system; implant date na; explant date na product ID l-evolutfx; product lot/serial number unknown; product type: compression loading system; implant date na; explant date na product ID evolutfx-34; product lot/serial number j112152; product type: heart valve; implant date na; explant date na product ID d-evolutfx-34; product lot/serial number (B)(6); product type: delivery catheter system; implant date na; explant date na product ID unknown balloon; product lot/serial number unknown; product type: vascular balloon; implant date na; explant date na select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.